Event description:
It was reported that 5 bd veca-c¿ dressing pads packaging units were found open before use. The following information was provided by the initial reporter, translated from japanese to english: according to the customer's report, the package was opened due to incomplete sealing.

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed in manufacturer name, city and state and MFR site and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: photos were available for evaluation. Visual examination of the photos show a product with the packaging opened which verified the reported issue. A device history review was conducted for lot number 152486 no related non conformances or anomalies were identified. H3 other text : see h10.

Event description:
It was reported that 5 bd veca-c¿ dressing pads packaging units were found open before use. The following information was provided by the initial reporter, translated from japanese to english: according to the customer's report, the package was opened due to incomplete sealing.